Event description:
It was reported that two vials of strips with same catalog and lot number, had differing expiration dates printed on them. The dates were 23-jul-2026 for one vial and 06-mar-2025 for the other.